Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. Alleged failure: the instrument broke. The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be excessive force applied by user during use, user technique related factors, or difficult anatomy, extremely tough soft tissue. The reported failure mode will be monitored for future reoccurrence. Mfg date: 10/23/2015. Gtin: (B)(4).

Event description:
It was reported that the instrument broke in the patient. No other nanopasses were in stock so the surgery time was extended. Another instrument was used to finish the surgery.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the instrument broke in the patient. No other nanopasses were in stock so the surgery time was extended. Another instrument was used to finish the surgery.